Event description:
The 2 thunderbeat devices were failed during a subtotal colectomy. After about 4 hours use, short circuit error occurred during using the first device. The user replaced and continued the procedure with the second thunderbeat device. But after 10 minutes, short circuit error occurred continually. The procedure was completed with third thunderbeat device. There was no pt injury reported. Olympus medical systems corp (omsc) received the devices and it was found that the ptfe pad of the devices was severely worn on may 18 2015. This report is one of two.

Manufacturer narrative:
The subject device was returned to omsc for eval. The eval confirmed that there were contact marks on the surface of the probe and the jaw and the ptfe pad was partially worn away. The mfg record was reviewed with no irregularities. As a result of the investigation, omsc concluded that error occurred since the ptfe pad on the jaw was worn and consequently the probe contacted with the jaw. And omsc also concluded that the ptfe pad wearing occurred since the user continued to activate seal and cut mode without contacting tissue (including the case that the user kept activating after the tissue already cut). This report is being submitted as a med device report in an abundance of caution. Please cross-reference the following report: 8010047-2015-00429.